Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc freestyle libre reader would not charge when connected to cable. The customer experienced unspecified hypoglycemia symptoms. The caregiver had phone contact with a healthcare professional, and treated the customer with insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that the adc freestyle libre reader would not charge when connected to cable. The customer experienced unspecified hypoglycemia symptoms. The caregiver had phone contact with a healthcare professional, and treated the customer with insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Section g-4 (date received by mfg) was incorrectly documented in the MDR follow up #1 report. The correct date recv'd by MFR is 20aug2020.

Event description:
A caregiver reported that the adc freestyle libre reader would not charge when connected to cable. The customer experienced unspecified hypoglycemia symptoms. The caregiver had phone contact with a healthcare professional, and treated the customer with insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection has been performed on the returned reader and no issues or signs of misuse were observed. The reader powered on with button depression after charging. The reader powered on with strip insertion and with the insertion of usb cable. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report: d10 device available for eval, h6 "method" codes, as well as h10 have been updated to reflect investigation of returned device.